Manufacturer narrative:
.

Event description:
Reportedly, the cartridge alarms have been occurring during the load process for the past two months.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer did not test blood glucose level; however, there was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and will continue to use the pump for continued insulin therapy.